Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic low sigmoid colectomy, the broken anvil disengaged during removal after inspection of the donuts and turning the knob to tilt while attempting to remove the stapler properly, and the anvil had to be retrieved separately. No pieces fell into the patient cavity and an x-ray was not needed to locate components. The proximal rectum was opened to remove the anvil. There was no patient injury.